Event description:
A malfunction alarm with code malf 9 was reported with no notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. The customer had not previously reported or reset the pump for this malfunction, so technical support provided pump reset instructions and assisted with the reset. After the reset, the malfunction code did not recur, allowing the customer to continue using the pump. The customer was advised to call back if the malfunction code reappeared and confirmed understanding of the instructions.